Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the guidewire ptfe coating was peeled/scraped off on several places along its proximal section. The ptfe coating was scrapped on one side on the guidewire and on some places the ptfe coating was scrapped 360 degree on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the insertion tool and/or torque device brass collet. The torque device was not returned. No other anomalies were noted. During functional inspection, the returned guidewire was kept hydrated per dfu and a demonstration microcatheter was prepared per dfu. The guidewire was loaded and advanced through the proximal end of a demonstration microcatheter. The guidewire came out of the microcatheter distal end and there was no friction felt during the advancement. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was smooth. The guidewire was shaped on its distal tip section appeared normal. The device passed functional testing, as the guidewire passed smoothly through a test microcatheter and no issue was found with the hydrophilic coating. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet; however, because the torque device was not returned with the guidewire, the cause of the ptfe peeling cannot be definitely determined.

Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling. No consequences to the patient were reported.